Event description:
It is reported that the trial liner was inserted then the locking screw was inserted. At which point, the liner snapped and broke.

Manufacturer narrative:
Eval: as returned, the material around the polar hose has fractured off the provisional. It is likely the failure can be attributed to any one but not limited to the following situations excessive tightening of the polar screw during assembly, material becoming brittle due to cleaning/autoclave process, device fatigue due to usage over time, accidental dropping of the provisional, attempts to remove the provisional with the screw installed, and/or impaction during assembly. The device has a potential field age of approx 5.5 years. Device history records indicate all components were manufactured and inspected to specification.